Event description:
It was reported that pump displayed malfunction alarm code malf 0 that recurred even after customer reset pump. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode, re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using pre-paid label within 10 days, which customer understood and acknowledged.